Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during percutaneous transluminal access for a chronic total occlusion [cto] procedure, the hub of the 7f introducer detached when the clinician was attempting to remove the access guide wire and the introducer together. The physician was successful in retrieving the detached introducer from the access sheath and continued to use the primary access site to successfully complete the procedure. No patient injury to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually showing evidence of clinical use. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.